Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead failure. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.